Manufacturer narrative:
Result: 'no results available since no evaluation performed. Conclusion: known inherent risk of the procedure per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the wire perforation was attributed to device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral bav, the patient's pressure did not respond back to baseline. They noted that the wire had come back post bav and was not in a good position. They elected to proceed with the 23mm sapien xt valve placement, which deployed without issue. However, the patient's pressure was still very low. There was a lot of concern over wire position and upon examination of the echo, the patient developed tamponade and bypass was initiated. They tried to do a pericaridal window to drain the blood without resolution. Upon looking at the angiogram images, it was apparent that there was a wire perforation. At this point, they decided to open the chest and try to repair the perforation. They were able to get the patient stabilized and put an impella in. The patient passed away post procedure, (B)(6) 2015, during the night. It was indicated that the wire perforation occurred during bav.